Manufacturer narrative:
H4: device manufactured between october 17, 2019 to october 18, 2019. H10: the device was received for evaluation. A visual inspection with the unaided eye did not identify any abnormalities that could have contributed to the reported condition. Additionally, visual inspection with magnification did not identify any foreign material. The fill port cap was removed and no damage or foreign material was observed with connector/cap. Functional testing was not performed for this complaint. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that brown foreign material was found in a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This was identified during preparation prior to patient use. There was no patient involvement. No additional information is available.